Event description:
While treating a pt on the model 3100a, a false alarm for mean airway pressure was being activated. The pt was left on the 3100a for 3 more days, then successfully weaned, without any compromise.